Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low control test results. Performed control test, results were "lo", outside of the required control range of mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value. Correction of date of event: (B)(6) 2014.

Event description:
Consumer complaint of low control test results. Performed control test, results were "lo", outside of the required control range of 31-61 mg/dl. No adverse event reported